Event description:
A user report stating that "the solution is contaminated with brown particles, which are stuck to the inside of the piston" was filed with bfarm, the competent authority of (B)(6). A review of the report concluded that a medical device report was not required. However, out of an abundance of caution excelsior filed an initial vigilance report with bfarm. As a result, excelsior is filing this report at this time.

Manufacturer narrative:
In (B)(6) 2015, the end user informed excelsior that the complaint syringe was still at their facility. Photos provided by the end user in (B)(6) 2015 confirmed a yellowish foreign material on the surface of the piston. The photos also confirmed that the complaint syringe was not used, as the syringe was still sealed in the overwrap plastic. Excelsior received the complaint syringe in (B)(6) 2015. Visual evaluation of the complaint syringe also confirmed the reported issue. Syringes used in excelsior's flush products are never disassembled during excelsior's processes. During the syringe filling process, the saline solution passes through a millipore 0.22¿m opticap xl 10 durapore capsule filter when it is transferred from its individual bag to a 50l pillow bag. The pillow bag connects to eight 50sa250 tubing sets, with each tubing set containing a 0.2¿m whatman polycap 36 tc filter. This process mandates that the saline solution pass through two filters before actually entering the syringe. The subject contaminant would have been filtered out if it was in the saline solution. Based on the above information, excelsior does not believe that the foreign material found in the complaint syringe was introduced to the subject syringe during processing at excelsior medical. As a result, excelsior requested that the syringe supplier conduct an investigation to identify the source and root cause of the reported issue. The complaint syringe and information regarding the syringe raw material lot was sent to the syringe supplier for its investigation. The syringe supplier is actively conducting its investigation. An interim report of the supplier's investigation showed that ir-spectroscopy was used to analyze the particle in the complaint syringe. The analysis identified silicon and amide wax, ex. Erucamide. Silicon is an expected finding because medical grade silicone is used as a lubricant for the syringe stopper and barrel wall. Amide wax, like erucamide, is also used as a lubricant for polypropylene during the injection molding process. The supplier's investigation into the root cause of the reported contamination is still ongoing. The syringe supplier shall provide a final report to excelsior's when the investigation is completed. Excelsior will file another report when the supplier's final investigation is received. Please note that excelsior has not received any other complaints associated with complaint lot 3120728. Based on the examination of the complaint syringe and the supplier's preliminary investigation, excelsior will not initiate any corrective or preventive actions at its facility. An investigation regarding contamination in the syringe raw material is being addressed at the supplier's facility.

Manufacturer narrative:
The syringe supplier has concluded its investigation on the complaint syringe. According to the supplier's final report, the inner lubricant materials (silicon oil and amide wax, erucamide) identified in the ir spectroscopy are expected findings in the syringe barrel. The inner lubricant materials are typically white in color, biocompatible and permissible by din en iso 7886-1, which is accepted by the FDA. Excelsior requested that the complaint syringe be tested to confirm the presence of iron oxide. The supplier informed excelsior that the complaint syringe was contaminated, and could not be further analyzed. While testing could not be performed to confirm the presence of iron oxide, visual evaluation of the complaint syringe and historical occurrences of this type suggest that the complaint syringe likely contained pieces of metal embedded at or near the surface of the rubber piston that oxidized overtime from exposure to the saline solution. This oxidization likely caused the reported brown color. Remedial actions are not required, as the reported issue appears to be isolated to the single complaint syringe that was not used on a patient. In addition, excelsior has not received any other complaints associated with complaint lot 3120728. A corrective action to address contamination in the syringe is being addressed at the syringe supplier's facility. As such, excelsior will not initiate additional corrective or preventive actions specific to the incident reported in this complaint. Excelsior now considers this matter closed.

Manufacturer narrative:
According to the user report, the syringe was not used on a patient; the reported contamination was identified prior to use. Production records for lot 3120728 were reviewed for any nonconformances or production deviations that could have caused or contributed to the reported issue. No such issues were found. The records showed that the lot passed all quality testing before it was released for sale. All (B)(4) retention syringes from lot 3120728 were visually inspected for brown particles in the saline fluid and on the rubber piston. No issues were found; the saline solution in all (B)(4) syringes was not discolored and did not contain any brown particles. In addition, no particles were observed on the rubber piston. A clinical assessment performed by excelsior's medical director, dr. (B)(6), found that particles would cause no clinical harm in the event that the particles were injected. According to dr. (B)(6), any extractives injected into the patient from this reportedly inorganic contaminant are so minuscule and benign that they would not have any clinical effect. To date, excelsior has not received the sample for evaluation. Excelsior is anticipating that the sample, which was reportedly sent to excelsior in (B)(6) 2014, will be received and evaluated. Upon completion, a follow-up report detailing the results of the sample evaluation will be filed. In the event that the analysis of the complaint sample identifies a different failure, the clinical impact of the identified failure will be reassessed by dr. (B)(6).